Manufacturer narrative:
Conclusion: the device has not been returned to allergan for evaluation. Based on limited information, a relationship between the event and the statice could not be determined. Due to lack of information, statice as a contributing factor cannot be ruled out. Lifecell reports the event in abundance of caution. Multiple attempts to obtain additional information are being made; however to date, no further information has been obtained. Article citation: ¿preventing recurrence in clean and contaminated hernias (price): a randomized trial of biologic versus synthetic mesh in ventral hernia repair¿, hobart w. Harris, md, et. Al.

Event description:
During a literature review of a study manuscript titled ¿preventing recurrence in clean and contaminated hernias (price): a randomized trial of biologic versus synthetic mesh in ventral hernia repair¿ by hobart w. Harris, md, et. Al. Was identified which reported hernia repairs for 163 patients operated on by one of eight surgeons participating in the study. Of these patients , 81 were implanted with statice. Following implantation surgery for hernia repair, 30 patient experienced infections, 7 seromas, 10 urinary tract infections, 3 pneumonia, 5 dvt/pulmonary embolism, and 30 had a recurrence of hernias the overall conclusion reported that use of biologic mesh rather than synthetic mesh to repair potentially contaminated or contaminated ventral hernias increases the risk of hernia recurrence without a reduction in postoperative complications.